Event description:
During surgery, the tip of a handpiece (24 khz neuro short) broke off. The surgeon was performing a "re-do" brain tumor with the power setting on the console at 90%. The handpiece was vibrating as expected, when approx 1" of the tip broke off. The surgeon retrieved the broken tip and finished the surgery with the long neuro handpiece with no further incident. No harm to the pt was noted.